Manufacturer narrative:
The motion sensor test failure alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to motion sensor test failure alarms. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via a phone call, the insulin pump had alarmed motor error and now its continuously alarming motion sensor test failure. The customer's blood glucose was 123 mg/dl. Troubleshooting was performed and no anomalies were noted on the drive support cap. Customer was unable to complete the rewind process due the device constant alarm. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced for analysis. Customer agreed to return the device for analysis.